Event description:
Customer reported a loud noise on the insulin pump and stated that she would monitor the issue. The blood glucose reading was 279 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.